Event description:
The customer called and reported that a button on the insulin pump took a long time to work while she was trying to change out her set. The customer declined to provide blood glucose level, but stated she was running high. The customer did not wish to troubleshoot the issue and stated she would call back if the issue were to persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.